Event description:
Poor sensitivity and imprecision on two advia centaur cp ipth systems and results were considered discordant when compared to an advia centaur xp system. There was no known report of patient treatment being altered or adverse health consequences due to the discordant ipth test results.

Manufacturer narrative:
The poor sensitivity and imprecision on the two advia centaur cp systems was investigated in-house and confirmed. The cause of the poor sensitivity and imprecision was attributed to ipth reagent lot 138. An urgent field safety notice (B)(4) was sent to customers in (B)(4) 2008.